Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited a sensing anomaly with sensing measurements increased during helix retraction and dropped during helix extension. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of an r¿wave amplitude variation was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead noted inner insulation was cut / damaged at the distal region of the lead. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All damages found are consistent with procedural damage.